Manufacturer narrative:
Code clarification: device not available for evaluation. The pump is not available for evaluation as it remains implanted in the patient. (B)(4).

Event description:
The nurse reported that there was a discrepancy with the amount that was to be withdrawn and what the pump was reading. The pump was reading that there should have been 5.7cc and the nurse could only pull out 2cc. The nurse is new but this was not her first time refilling the pump. The prometra refill kit was used. The patient did not have any symptoms and is scheduled for a follow up visit in (B)(6).